Event description:
The patient reported being unable to activate a new pod because the controller phone application would not open. The patient further reported that an error occurred when attempting to update the application. Due to this application issue, the patient sought medical evaluation on (B)(6) 2026, after experiencing vomiting and nausea. The patient was diagnosed with hyperglycemia and received treatment consisting of intravenous fluids, an insulin drip, and hourly blood glucose monitoring. No hospitalization or admission was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: data not available. Omnipod 5 software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.